Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer reported via phone call to have high blood glucose of 406 mg/dl, which was treated with insulin pen. Customer reported that blood glucose had been 470 mg/dl and 578 mg/dl. Customer had symptoms of difficulty breathing. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer did not have tubing clamp in order to complete troubleshooting. Customer was advised to change infusion set, reservoir and insulin and to call when in receipt of tubing clamp in order to complete troubleshooting.